Event description:
Patient presented to the physician with pain at the sense lead incision. Physician brought the patient into the or, replaced the ipg, and placed a new sensing lead in an alternate location.